Manufacturer narrative:
(B)(4). Eval: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of the event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic received info that three weeks post-implant of this bioprosthetic valve, echocardiography revealed one leaflet in the open position. It appeared that the leaflet was not functioning. The valve was explanted and another bioprosthetic valve was implanted with no adverse pt effects. Info was provided that at explant, the valve appeared normal and that the stent posts were aligned. The explanting physician discussed the case with the implanting physician and the implanting physician made comment that the implant was a "tight fit".